Manufacturer narrative:
Findings: cracked reservoir tube lip noted during visual inspection. Pump passed prime and displacement test. No prime anomaly noted. However noisy motor noted during testing due to faulty motor.

Event description:
The customer reported via e-mail that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not performed. The device was returned for analysis.